Manufacturer narrative:
The male patient was born in 1952. The customer did not provide patient demographics such as age, day/month of birth or weight. The beckman coulter (bec) field service engineer (fse) noted aspirate probe number four (4) was not aspirating allowing for inefficient washing in the reaction vessels. The fse replaced the aspirate probes and associated peristaltic pump tubing. The fse verified repairs by performing a passing system check, high sensitivity system check and passing qc. In conclusion, the cause of the non-reproducible access accutni+3 results is due to a hardware malfunction. Aspirate probe number four (4) was not aspirating correctly causing inefficient washing in the reaction vessels. (B)(4). All mdrs associated with this report: mdr2122870-2015-00602; mdr2122870-2015-00605.

Event description:
The customer noted non-reproducible troponin I (access accutni+3) results for two (2) patients. The customer obtained elevated access accutni+3 results, above the normal reference range of the assay, for two (2) patients on the access 2 immunoassay system (serial number (B)(4)). The customer repeat tested the samples on their alternate access 2 immunoassay system (serial number (B)(4)) and obtained lower results, below the normal reference range of the assay. The customer did not report the elevated access accutni+3 result for patient one (1) outside the laboratory. The customer reported the elevated access accutni+3 result outside the laboratory for the second patient. The physician questioned the result. There was no report of any change or impact to patient care or treatment. Mdr2122870-2015-00602 addresses the access accutni+3 result obtained on (B)(6) 2015. Mdr2122870-2015-00605 addresses the results obtained on (B)(6) 2015. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. Level one (1) access accutni+3 quality control (qc) was recovering outside the customer's established limits after the reported event. The customer obtained a failing system check after the reported event. Samples are collected in lithium heparin plasma tubes. Samples are centrifuged at 7225 revolutions per minute (rpm) for three (3) minutes at room temperature. The customer did not note sample integrity issues.